Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product is march 22, 1999.

Event description:
Boston scientific received information that during an explant procedure for normal battery depletion, the physician experienced difficulty removing the right atrial (ra) lead from the pacemaker. When the physician attempted to pull the lead out, the electrode end of the lead unraveled. The ra lead was surgically abandoned and the pacemaker was explanted as planned. No additional adverse patient effects were reported.